Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple anomaly. The customer¿s blood glucose level was unknown. The customer stated that the screen was scratched and harder to read, they were changing battery more frequently and battery life was diminished, buttons issues and act, volume, back light sticking. The troubleshooting was not mentioned. The insulin pump will not be returned for analysis.